Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a review of the logs, which confirmed the alarm occurred. The flow sensor was calibrated, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to ventilate in pressure support ventilation mode. There was no report of patient injury.